Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express down arrow button dome switch. No unlocked lcd keypad connector. No unexpected number scrolling during our testing. No unexpected button sticking anomalies noted. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the buttons were unresponsive and was sticking. The customer stated that the down arrow button had a delayed response and was not functioning properly. The customer's blood glucose was 54 mg/dl at the time of incident. The customer stated that that he ate food to treat the low blood glucose. The customer stated that the insulin pump was not dropped and was not exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.